Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 1) 400 mg/dl, 300 mg/dl, 188 mg/dl, and 200 mg/dl 2) 224 mg/dl, 425 mg/dl, 188 mg/dl, 170 mg/dl, and 186 mg/dl sets of readings were taken on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.